Manufacturer narrative:
(B)(4). The reported condition was confirmed during flow test. Leak was observed in the tubing below the check valve. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. The sample was spiked into an in-house 1000ml solution bag containing reverse osmosis water. The sample was then re-primed. This identified a leak in the tubing below the check valve. Visual inspection of the tubing in and around the leak area showed several crimp marks. Visual inspection of the tubing also identified another non-leaking v shaped mark and several additional crimp marks at approximately 17 inches below the drip chamber. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown IV set leaked. Approximately 24 hours into a patients infusion, the sigma spectrum pump alarmed for air in the line. When the pump was checked it was noticed that the pump and IV tubing were wet. Upon closer inspection it was found that there was a pinhole leak that was spraying the normal saline. The customer clamped the set two centimeters below the reported pinhole. The patient did not come into contact with the normal saline; however, the operator was exposed to the normal saline. The location of the pinhole was noted to be twelve inches below the drip chamber, two inches above the first port. There was no report of injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.